Event description:
It was reported that during lead tunnelling, the cap came of the tunneling device and lodged into the patient subcutaneous tissue. X-ray was required to located the ap. An extra incision was made to remove the cap.